Event description:
It was reported that infusion set cannula was bent led to occlusion. The patient had experienced high blood glucose and it was addressed by correction bolus using pump. The event occurred on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.